Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 21nov2018. Philips customer support advised customer to try overlay and provided part ID. Customer support followed up with customer: emailed a screen shot of page 9-32 of service manual and additional phone support. The customer reported the replacement of the overlay has resolved the issue.

Event description:
Customer called requesting support for error code 3132 (keyboard not responding) code and alarm silence does not work. No patient/user harm reported. The event date was not specified; estimate used.